Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was an issue with the right ventricular (rv) lead. The lead was not utilized and an alternate lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead helix would not retract once it had been extended. The lead was not used. No patient complications have been reported as a result of this event.